Manufacturer narrative:
The subject device was received at olympus service business center on october 5, 2022 and is being shipped to original equipment manufacturer (OEM) for investigation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a therapeutic ureteroscopy with kidney stone lithotripsy procedure using the soltive laser (serial number (B)(4)) with a 200 micron ball tip fiber, a fire occurred around the point where the laser fiber plug connect to the laser. The stone had been treated at this stage. The staff had to extinguish the fire. According to the reporter, it was the first laser case of the day. The customer used a boston lithovue single-use ureteroscope. Used a 200 micron ball tip fiber. Used prof. Manecksha¿s preset for the kidney stone (0.2j/60hz/short pw on left pedal and 0.6j/30hz/short pw on right pedal). The nurse was asked to increase the aiming beam to 3, this was unusual. Shortly after, a flame was noticed on the fiber plug. The nurse pushed the emergency stop button then took some wet gauze to extinguish the flame. The plug was detached from the fiber at this point. The plug was then removed from the socket. Another fiber was inserted and the case continued to completion. No injuries occurred to staff or the patient. The procedure was slightly prolonged while all of the above occurred. No adverse effect to the outcome was noted. The fiber used and one remaining fiber from the box was collected and will be sent for inspection. A field service engineer was requested to inspect the laser system (soltive laser). In a follow up communication, the customer representative confirmed that no delay to procedure , no patient harmed, no harm to clinical staff. There was no error on unit (laser unit) , user replaced the fiber and completed the procedure. This event includes two (2) reports: report with patient identifier (B)(6) (damaged laser fiber lot kr200126). Report with patient identifier (B)(6) (one remaining laser fiber in the box lot kr200126-returning for inspection/evaluation). This report is for report with patient identifier (B)(6) (damaged laser fiber lot kr200126).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to the original equipment manufacturer (OEM) for inspection, and the customer's complaint was confirmed. The fiber handle was completely separated from the fiber shaft/ body and there was evidence of melting at the strain relief point. The distal tip appeared to be slightly used and the broken end did not appear to have signs of burning. The fiber most likely broke cleanly within the strain relief resulting in release of energy in the strain relief which ignited the plastic strain relief. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cause of the fire at the connector end was due to the fiber being broken inside the connector end which was the result of mis-handling of the device. Olympus will continue to monitor field performance for this device.